Manufacturer narrative:
Intuitive surgical inc. (Isi) received the universal surgical manipulator (usm)3 for failure analysis investigation. The unit was analyzed and was found that the reported error 282 was confirmed but not replicated. In the logs, the error 282 was found indicating presence pin 2 fault on the usm carriage, confirming the fault occurred in the field. The usm was installed onto a golden system where the component functioned as expected, also the usm was then installed onto a patient side cart functional test platform (pftp) where all relevant tests were passed within specification. Once testing was completed, the presence pins were inspected, and no faults could be identified. Upon visual inspection, no issues were found that would be related to the reported event. The complaint was confirmed based on field evaluation, but the reported fault was not reproduced by failure analysis. DHR review for the device(s) involved with the reported event is not required as there is no indication of a manufacturing issue. The probable root cause is attributed to instrument recognition issues with presence pins from usm.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The customer informed the fse that an instrument would eject automatically. The fse replaced universal surgical manipulator (usm) 3. The fse also replaced the gimbal grip pads on the master tool manipulator (mtm) due to an unrelated issue. The system was tested and verified as ready for use. Isi has received the usm; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, an intuitive surgical, inc. (Isi) clinical sales representative (csr) called in to report that the camera retracted up into the cannula during use. An isi technical support engineer (tse) reviewed the logs and found no errors. The tse stated that it happened only a few minutes before she called and the last thing in the logs was 23 minutes before she called. The camera was installed on universal surgical manipulator (usm) 3. She stated that the same thing happened that friday and she believed the camera was on usm 3 that day also. The tse found some errors 282 and 31009 for usm 3 on friday. The procedure was completing as planned with no report of patient injury.